Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a short of the input power line on the bedside pca. The root cause for the shorted pca could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a patient's battery charger/modem and reported that it was unable to charge the patient's batteries.